Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open anastomosis, at the moment of shooting, the stapler did not fire. Another stapler was used to resolve the issue. There was no patient injury.